Manufacturer narrative:
The company service representative examined the system and was able to replicate the error code. He replaced the fluidics module assembly, and then retested the system. The system met specifications. This report mailed in to FDA on: 08/24/2007.

Event description:
The customer reported that when they were priming the system before surgery, the unit displayed an error code, "fluid subsystem not available". This occurred before the first surgery of the day. Subsequently, eight cases were cancelled. There was no patient injury.